Manufacturer narrative:
D.4. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing on bd totalys multiprocessor, there was a mismatch between sample number labels. No adverse events or patient impact were reported.

Manufacturer narrative:
The complaint alleges the multiprocessor instrument (catalog number 443327 and serial number (B)(6) has sample number mismatch. Customer reported when they loaded the c-rack into the slideprep instrument, the information for previously processed samples was displayed. Customer stopped the processing due to the label mismatch, and no erroneous results were reported to the patient. Service arrived onsite and collected the instrument logs, observed processing by the operator. Customer advised the field service engineer that multiple runs have been completed since the issue, and the issue has not reoccurred; instrument is running without any issues or errors. This complaint is not a confirmed failure of the instrument, and the root cause cannot be determined with the information provided. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported while testing on bd totalys multiprocessor, there was a mismatch between sample number labels. No adverse events or patient impact were reported.